Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a drop in blood pressure and echocardiography confirmed a cardiac tamponade. The patient also experienced a cardiac perforation which was possibly due to tines protruding. With an increase in threshold, the device was retrieved. Pericardiocentesis was then performed for drainage, temporarily stabilizing vital signs. A temporary catheter was also placed, and the patient was returned to the room. However, blood pressure dropped again, and an intra-aortic balloon pump was inserted. Two days after the complication, the device exhibited non-capture and pulseless electrical activity due to cardiac diastolic dysfunction occurred and the patient passed away.